Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarms "door not fully closed" when set is in place and door is closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "alarms "door not fully closed" was not reproduced. A review of the event history log (ehl) revealed occurrences of "alarms "door not fully closed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper and lower latch switches were not functioning as intended. The upper and lower latch switch, and the upper and lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.